Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was confirmed that the reported issue persisted and the console was moved out of the room for service. The fse replaced the master tool manipulator (mtm) due to the 23062 errors. The system was tested and verified as ready for use. The mtm was returned from the field for failure analysis (fa) due to the reported error 23062 errors, which were confirmed but not replicated during in house testing. In the field error logs, the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The unit passed system testing with no error observed. The unit was installed on the surgeon side console fixture test platform (sftp) and failed on the gravity balance test post sine cycle - el (elbow_min_margin). However, the unit passed after running recalibration sequence without any errors. The rest of the fitness test and 1 hour slow speed sine cycle on wrist pitch axis was ran with no errors observed. Additionally, the unit failed on slow gravity balance test post sine cycle - wrist pitch (wrist_pitch_ripple_trq_max_power_bevel_teeth_fwd_drive). As a result of this investigation, fa has concluded that the wrist pitch axis 5 motor and slipring were found to be the root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) representative called in to the technical support engineer (tse) to report an issue with the system. The caller stated that the staff had gotten a fault during the case on the console master tool manipulator (mtm). The tse reviewed the logs and confirmed the issue. The tse walked the caller through a hard power cycle on the console and upon power up, no faults were experienced. The caller informed they would be present in the next case to see if the issue re-occurred. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the errors returned during the procedure. The procedure was completed robotically in a single console configuration instead of a dual console configuration. The reporter confirmed that the issue occurred on two procedures the same day and then the console was set aside until it could be serviced.